Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person). Attempts to communicate with the customer have been made to obtain further repair information. No response has been received, therefore this complaint is being closed. If information is received, we will reopen and update the complaint.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) indicated battery in use while connected to the wall power, the indicator was showing that the unit was fully engaged with the cart. No patient harm, serious injury or adverse event was reported.